Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A cine was received by abbott vascular and was reviewed by the director of medical affairs. The reviewer concluded that there was no graftmaster product issue documented in this case. The graftmaster use is attempted to resolve a perforation in the left main artery. The perforation is successfully excluded, but is deployed covering the ostium of the lad. Death in this case is due to the perforation caused by rotational atherectomy and the operators choice to cover the ostium of the lad in a critical situation. The reported patient effects of occlusion and death, as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a perforation caused by an unknown stent in the left main and circumflex artery. A 4.0 x 16 mm graftmaster covered stent was implanted and successfully sealed the perforation. However, the covered stent occluded the left anterior descending artery; resulting in a lack of blood flow to the artery. Dilatation was then done with an unspecified balloon dilatation catheter and a non-abbott perforation device was inserted; however, the patient expired. The graftmaster covered stent contributed to the patient death and no other device issues were noted. No additional information was provided.